Manufacturer narrative:
(B)(4). Complaint conclusion: as reported, the 6f-7f mynxgrip vascular closure device (vcd) failed to achieve hemostasis. There was no reported patient injury. Multiple attempts to obtain additional information have been made without success. The device was not returned for analysis. A product history record (phr) review could not be conducted as a lot number was not provided. The reported ¿sealant failure to achieve hemostasis¿ could not be confirmed as the device was not returned for analysis. The exact cause of the failure reported could not be determined. An access site bleed after vascular closure is a common procedural complication and are frequently related to stick technique, anticoagulation, blood pressure, adequate sheath removal technique and the patient's compliance to decrease mobility of the limb affected in order to promote coagulation. Based on the information available for review, it is not possible to determine what factors may have contributed to the issues reported. However, patient factors and pharmacological factors are likely. According to the mynxgrip instructions for use (IFU), which is not intended as a mitigation, users are informed to maintain fingertip compression on the skin during removal of the advancer tube from the tissue tract and to continue to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, the user is informed to apply additional compression as necessary. Without a lot number to conduct a phr review, it is not possible to determine if the reported failure could be related to the manufacturing process. Therefore no corrective and preventive actions will be taken at this time.

Event description:
As reported, the 6f-7f mynxgrip vascular closure device (vcd) failed to achieve hemostasis. There was no reported patient injury. Multiple attempts to obtain additional information have been made without success.

Manufacturer narrative:
Complaint conclusion: as reported, the 6f-7f mynxgrip vascular closure device (vcd) failed to achieve hemostasis. There was no reported patient injury. Multiple attempts to gather additional information have been made and have been unsuccessful. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle cartridge was engaged to the black handle with stopcock open, and the sealant and advancer tube were observed to have been deployed on the catheter shaft. The advancer tube was properly engaged to the proximal tamp lock, abutting the sealant proximal end. No blood was observed on the surface of the returned device. The syringe and procedure sheath were not returned with the device. It was noted that the sealant sleeve was still in the manufactured position, which indicated that the device may have not been inserted in an existing introducer sheath during the procedure. The condition of the returned device does not match the description of the reported complaint. However, it is unknown if the device was manipulated post procedure. Leak testing was performed on the balloon of the returned device, and pressure was maintained. The advancer tube was pulled proximally and found properly engaged to proximal tamp lock as intended per the mynx instructions for use (IFU). A product history record (phr) review of lot f1635001 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿failure to achieve hemostasis¿ was not confirmed through analysis of the returned device since it was received with the sealant sleeve still in its manufactured position and there was no blood exposure. The condition of the returned device does not match the description of the incident, and the root cause of the issue experienced could not be conclusively determined. Based on the limited information available for review and product analysis, it is not possible to determine what factors could have contributed to the issue reported since the device showed no sign of attempting deployment as evidenced by the sealant sleeve still being in its manufactured position, and it showed no sign that it was inserted into the patient as evidenced by the lack of blood. According to the instructions for use, which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ additionally, the IFU also states ¿continue to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, apply additional compression as necessary. Apply a sterile dressing once hemostasis is achieved.¿ neither the phr review nor the product analysis suggests that the reported failures could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.